Event description:
The customer reported that minor oozing occurred although an end tone, indicating a completed seal cycle, was heard. This happened after the device had already been activated over 100 times. A new device was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to be incident is obtained a follow-up report will be submitted.